Event description:
It was reported that while under sedation the patient had stopped breathing resulting in decreased oxygen levels. The physician assessed the patient had a reaction to the anesthesia, and the procedure was aborted before the superion indirect decompression spacer could be implanted. The patient was admitted to the hospital but discharged a couple of hours later.